Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in journal of clinical medicine that a retrospective review was conducted of patients who had undergone retrograde intrarenal surgery (rirs) in order to evaluate the efficacy and safety of high-power laser with moses technology for treatment of lower pole stones. The medical records of 305 patients who underwent rirs using a hi-power holmium laser with moses technology between (B)(6) 2019 and (B)(6) 2022 were reviewed. Patients with congenital anomalies and the simultaneous presence of ureteral, middle, or upper pole stents were excluded. All surgeries were carried out under general anesthesia. The procedures were performed using a 120w homium yittrium aluminum garnet laser with a 200 micro-meter end-firing single use smooth tip moses fiber. During the procedures, 9 patients experienced a grade 1 ureteral injury and 3 patients experienced a grade 2 ureteral injury. Following the procedure, the following complications were reported: 18 patients reported having a fever, and 1 patient had to have an emergency visit. At the end of the study, 229 patients were stone free following their procedures.